Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14d01095 and h14c05106 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for an unrelated event. Two days after hospitalization, the patient experienced peritonitis. The patient was treated with vancomycin intravenously (IV) (dose and frequency not reported) for the event. One week after the onset of peritonitis, the patient¿s pd catheter was removed and the patient was placed on temporary hemodialysis. At the time of this report, the patient was in a rehabilitation facility and was recovering from the peritonitis. No additional information is available. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).